Event description:
A 6f angio-seal vip was deployed and the pulses were hard to find. The patient experienced pain when walking. An ultrasound and an angiogram were performed to diagnose the vascular insufficiency. The patient was taken to surgery to remove the device. The patient's hospitalization was extended due to this event, and she is now recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40 percent or greater within 5 mm of the puncture site.